Event description:
A hospital in (B)(6) reported via fph field representative that an rt340 breathing circuit was leaking air at the connector of the expiratory tube. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. The complaint device was visually inspected and performance tested. Results: a hole was found in the returned expiratory (evaqua) limb connector. The pressure test revealed excessive leak, due to the observed damage. A lot check revealed no other complaint of this type for lot 110910. Conclusion: based on inspection of the damage, it is likely that the expiratory (evaqua) limb connector was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).